Event description:
The complainant reported a patient was on impella cp smart assist support for 732.63 hours before expiring. The cause of death was hemorrhagic shock. The location of bleeding was unknown, and the cause of the hemorrhagic shock was unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. As per the clinical information provided, the bleeding location is unknown and there is no other information available as to how the bleeding occurred. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided.